Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer¿s blood glucose level.